Event description:
It was reported that alert 113 (reduced water temperature control) occurred while arctic sun device in use. It was confirmed that cooling was not functioning. Per review of wo on 17jun2026, device was used on patient and there was no patient injury report.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.